Event description:
A 4.0mm ti cervical self-retaining screw implanted into a ti vectra plate was revealed via x-rays to have backed out.

Manufacturer narrative:
No evaluation could be made; no conclusion could be drawn as no device was returned. Synthes is unable to determine the MFR date without a lot number.